Event description:
A malfunction was reported involving an unspecified notable event preceding it. There was no reported adverse impact to customer's blood glucose level. Technical support decided to replace the pump and advised the customer to switch to multiple daily injections (mdi) as a backup insulin therapy. The customer was instructed to put the pump into storage mode before returning it with a prepaid label within ten days, which the customer understood and acknowledged.